Event description:
It was reported to boston scientific corporation that following a sacrospinous ligament fixation procedure using a capio open access suture capturing device, there was a needle unaccounted for in the final count. It is unknown if the missing needle was left inside the patient.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The complainant indicated that the device is lost and cannot be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.